Manufacturer narrative:
Concomitant medical products: product ID 37751 lot# serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The recharger serial number was not collected because the patient did not have it with them. The patient reported that since "january-ish" they noticed it was taking forever to charge the ins. Agent did not ask about the circumstances that led to the reported issue. The patient reported the issue to their healthcare provider (hcp), dr. Hickey, at an appointment in february or march of this year, and they also noticed it was taking a long time for the ins to charge. The patient added that the hcp also noticed that ins was turned off at that appointment, and the patient did not know why. The patient mentioned that they never use their patient programmer, so agent was under the impression the ins may have turned off as a result of the ins charge level getting too low or depleting. The patient had another appointment with their hcp last week, and they told the patient to call patient services a request the wireless recharger due to their dissatisfaction with the 37751 recharger. Agent reviewed that the recharger replacement program was on hold. The patient mentioned that they will be getting a second lead and potentially a second ins, and they wondered if they will get a wireless recharger when they get it/them implanted. Agent redirected the patient to their hcp to discuss. The patient was not aware of any damaged recharging equipment. Troubleshooting was unable to be performed as the patient did not have the recharger with them. The caller was redirected to call patient services back to troubleshoot when they have the recharger with them. No symptoms reported.